Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was not in patient use. During the evaluation of the device at the third-party service center, the device was visually inspected and found evidence of visible foam particles. Additionally, the service technician noted dust and tobacco contamination. The device does not power on, the foam is damaged and cannot be disassembled from the chassis. The device was scrapped by the service center after the evaluation was completed. The device has been scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.